Event description:
It was reported that the pump's "usb port damage (has to adjust the cord to get the pump to charge)". There was no reported adverse impact to the customer. Customer outcome and any additional corrective actions were not reported, and no further action was required by technical support.